Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject guidewire tip fractured and separated. The fractured tip was left behind in the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was noted to be kinked/bent at 32cm and 46.5cm from the proximal end. The guidewire ptfe coating was noted to be peeling at 0.5cm from the proximal end. The guidewire was broken/fractured at 183.7cm from the proximal end. The distal end was not returned for analysis. The hydrophilic coating was hydrated and there were no anomalies noted. A functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During analysis, the guidewire was noted to be kinked/bent at 32cm and 46.5cm from the proximal end. The guidewire was also noted to be broken/fractured at 183.7cm from the proximal end. The distal end of the wire was not returned for analysis. The guidewire ptfe coating was noted to be peeling at 0.5cm from the proximal end. Based on analysis, it is possible that the guidewire may have encountered some tension or torsion forces during use that caused the device to fracture. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' and the as reported 'un-retrieved device fragments' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of 'handling damage' will be assigned to the as analyzed ¿guidewire ptfe coating peeling¿ and 'guidewire kinked/bent' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, the subject guidewire tip fractured and separated. The fractured tip was left behind in the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.